Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #3005099803-2015-02511 pertains to the first resolution clip device, manufacturer report #3005099803-2015-02512 pertains to the second resolution clip device and manufacturer report #3005099803-2015-02513 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter to deploy. It was reported that they aligned the clip, closed and snapped it, and there was a small move to release the clip from the end of the catheter; however, the clip did not release from the catheter. The same issue occurred with the other two clips. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.